Event description:
It was reported that this inflatable penile prosthesis ipp presented inflation issues due to fluid loss. A surgical procedure was performed to remove and replace the device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported onset occurring within in 2025.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues due to fluid loss. A surgical procedure was performed to remove and replace the device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported onset occurring within in 2025. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported onset occurring within in 2025.

Event description:
It was reported that this inflatable penile prosthesis ipp presented inflation issues due to fluid loss. A surgical procedure was performed to remove and replace the device. There were no patient complications.